Event description:
I unhooked the cap from syringe tubing and the thick part that is held to unscrew the cap became loose and cap wouldn't come off. The plastic piece then worked it's way backwards along the tubing. Potentially causing tubing to leak, come unhooked and administering incorrect amount of medications. I replaced it before using it so no affect to patient this time. Also happened to another rn today. Syringe pump tubing had the plastic piece on the end come undone, which if not recognized, could cause the medication to leak.